Event description:
It was reported that during a case, a boom fell on a nurse's head. Account believes it was due to less friction on the silver bolt that holds up the monitor and must have worn out over time.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.